Event description:
Reference number (B)(4). Event occurred in portugal. On 23-aug-2024, it was reported that the patient faced redness and pain near the infusion site. Patient was treated via floxapen and topical application of fucidin. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.